Manufacturer narrative:
Investigation results did not find a bent/kinked soft cannula. The data downloaded from the device did not show any timeouts or drive stalls during the run. No damages were found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
The patient reported their blood glucose (bg) level reached 23 mmol/l (414 mg/dl), while wearing the pod between 5 and 24 hours. The pod reportedly leaked insulin, and when removed from the infusion site (leg), the pod's cannula was found to be bent. As treatment, a new pod was successfully applied.